Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain /pelvic pain') in a 26-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included twin pregnancy in 2004, multi gravida and parity 6. Previously administered products included for an unreported indication: tylenol. Concurrent conditions included vaginal discharge, uterine irritability, back pain, vaginal itching, abdominal pain and weight gain. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), depression ("psychological or psychiatric problems condition:depression\psych injury") and anxiety ("mental anguish / anxiety"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding and abdominal pain had resolved and the depression, anxiety, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, heavy menstrual bleeding, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2006: total bilateral occlusion. Bilateral occlusion.. Imaging procedure - on (B)(6) 2006: result not provided.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain /pelvic pain') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included twin pregnancy in 2004 , multi gravida and parity 6. Previously administered products included for an unreported indication: tylenol. Concurrent conditions included vaginal discharge, uterine irritability, back pain, vaginal itching, abdominal pain and weight gain. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), depression ("psychological or psychiatric problems condition:depression\psych injury") and anxiety ("mental anguish / anxiety"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding and abdominal pain had resolved and the depression, anxiety, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, heavy menstrual bleeding, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2006: total bilateral occlusion. Bilateral occlusion.. Imaging procedure - on (B)(6) 2006: result not provided.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-jul-2021: mr received : case category updated to serious incident and reporter, essure removal date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.